Event description:
The user facility reported a 59-year-old male undergoing cardiac surgery was implanted with an impella device for mechanical circulatory support. Access site bleeding was one that only required manual compression and consult with surgery for redo to control the bleeding.

Manufacturer narrative:
The root cause of the access site bleeding issue was not determined since product was not returned and sufficient clinical information was not provided. The impella device was not received from the customer and therefore,¿an evaluation of the device was not possible. Instructions for use for the related event are as follows: ¿assess access site for bleeding and hematoma.¿ ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿ this report is being filed as part of a retrospective review of historical records.